Event description:
It was reported that the user¿s ilet insulin delivery stopped following an ¿incomplete fill tubing¿ alert, after which the user removed the pump and did not receive insulin for an extended period, with sensor readings showing ¿high¿ and a fingerstick blood glucose of 527 mg/dl; the agent provided education on backup therapy and advised contacting a healthcare provider. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included temporary interruption of insulin therapy with subsequent elevated glucose readings and user follow-up planned to confirm glucose improvement and provider contact. Investigation included review of device logs and user-reported alerts and use patterns. Investigation of this case revealed an alert-consistent interruption of insulin delivery related to incomplete tubing fill, with no further device function details available at the time of review. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited information on setup, supplies, and corrective actions taken by the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.